Event description:
It was reported that the monitor never generated a disconnect alarm when a patient's vent circuit was disconnected. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The case was originally reported against the pic ix, but additional information confirmed the correct device was the intellivue mx800 patient monitor. The information in section d: suspect medical device has been updated. The customer was advised by a philips remote application specialist that since the device is located close to the patient monitor, only alarms which indicate a communication problem between the medibus.x device and intellibridge are audible at the patient monitor. All alarms are audible on the information center. The available logs indicated that alarms were provided at the pix ix. Analysis was performed by a philips field service engineer (fse). The fse was advised that while caring for the patient they heard a hissing sound coming from the ventilator. The patient's vent circuit was disconnected, and the monitor did not provide an alarm. The fse tested the device and was not able to replicate problem. The ventilator was communicating with patient monitor, vitals and alarms were shown. The fse also verified the communication settings and confirmed that alarms were being seen on monitor. The customer stated that they have not experiencing any further problems. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer wants to know when the monitor generated the vent "disconnect alarm", and where the alarm(s) was silenced/acknowledged. The device was in use on a patient at the time of the event. There was no adverse event reported.